Event description:
It is reported that customer experienced keypad anomaly. Insulin pump will be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
All buttons functioning properly. However, found moisture damage on the keypad traces. No unexpected numbers ramping during testing. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, scratched reservoir tube window, cracked lcd window and cracked battery tube threads.